Event description:
The manufacturer received information alleging a trilogy evo, USA device is alarming and needs to return for service. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the third-party service center, the customer's complaint was confirmed. During a functional test the device failed a test step for internal flow verification test: positive and negative flow. The root cause was documented to be contamination by tobacco. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. Additionally, the device presented with an odor contamination and tobacco stains throughout the flow system. The device's display retainer, blower assembly, blower bellows seal, blower mount, rear cover, system board retainer, low flow o2 connector, main housing, detachable battery harness, detachable battery housing, inlet side panel, dual limb cup, machine flow sensor, blower cap, retention plate, blower chassis plate, system board to machine flow cable, fio2 receptacle, obm harness, fio2 door, vanity cover, ferrite retainer, tubing-system pca, tubing-blower chassis, tubing-low flow o2, and system board to fio2 sensor cable were replaced due to tobacco contamination. The base assembly, internal battery door, cooling fan assembly, fan retainer, and speaker housing were replaced due to yellow dust contamination and stain on yellow plastic. The device's particulate filter, air inlet foam filter, and muffler assembly were replaced for a four-year preventative maintenance. The front panel was replaced due to damage. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.